Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an anomalous capacitor was found. The cause of the extended charge time was an anomalous capacitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received notification for charge time limit being reached. The device was explanted and replaced due to a few long charge times observed. The patient condition was fine.